Event description:
On (B)(6) 2019, a 14mm amplatzer septal occluder was selected for implant. While the user attempted to load the occluder into the 7f amplatzer torque 45 delivery system, the occluder was observed to be in an irregular shape inside the loader. The device was positioned several times but the issue persisted. The cobra effect was observed both on angiogram and ex vivo. The procedure was completed with another 14mm amplatzer septal occluder. The patient remained hemodynamically stable and there was no clinically significant delay.

Manufacturer narrative:
The reported event of device deformation could not be confirmed. Two photos was received from the field, which appeared to show an occluder in the cobra conformation. However, the investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined.